Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The pt was reportedly conscious at the time of the event and reported that he pressed the response buttons. Review of the pt's downloaded data reveals that the response buttons were pressed during an earlier detection, but not during the defibrillation event. The response buttons were also functional during the subsequent power on sequence. The response buttons functioned appropriately. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was not death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the pt sustained a serious injury. The pt did not seek medical attention and continued use of the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 10/2014 - reuse, electrode belt (B)(4): 09/2014 - initial use.